Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy drug-eluting stent was advanced but upon tracking the very sharp angled lesion, the stent came off the balloon and had to be deployed proximal to the target lesion. Difficulty treating the target lesion was then encountered because they were trying to get an additional stent through the stent deployed in the wrong location. They had to balloon repeatedly with a non-compliant balloon catheter to complete the procedure. No patient complications were reported.